Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 6. Details of surgery: primary stability not achieved, implant surface not completely covered with bone, sinus augmentation and ridge augmentation. On (B)(6) 2026, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility, bleeding and abscess. No further patient complications were reported.